Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: wang, x., lv, y., xu, z., aniu, m., qiu, y., wei, b., ¿ lin, t. (2018). Accuracy and safety of ultrasound-guided percutaneous needle core biopsy of renal masses. Medicine, 97(13). Doi: 10.1097/md.0000000000010178

Event description:
It was reported in an article in wolter kluwer health inc., ¿accuracy and safety of ultrasound-guided percutaneous needle core biopsy of renal masses: a single center experience in china¿, that during a retrospective review of 106 renal mass biopsy performed, one patient experienced hemorrhage, which required a transfusion of packed erythrocytes. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: wang, x., lv, y., xu, z., aniu, m., qiu, y., wei, b., ¿ lin, t. (2018). Accuracy and safety of ultrasound-guided percutaneous needle core biopsy of renal masses. Medicine, 97(13). Doi: 10.1097/md.0000000000010178. [(B)(4)].

Event description:
It was reported in an article in wolter kluwer health inc., ¿accuracy and safety of ultrasound-guided percutaneous needle core biopsy of renal masses: a single center experience in china¿, that during a retrospective review of 106 renal mass biopsy performed, one patient experienced hemorrhage, which required a transfusion of packed erythrocytes. The current status of the patient is unknown.